Event description:
It was reported occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Technical support was unable to obtain additional information. Reportedly, a replacement pump was sent.